Event description:
Caller reported that the customer has had high blood glucose and that, for an unknown reason, bolus could not be delivered by the insight insulin pump. Customer was given insulin via syringe. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.